Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The product sample received does not correspond with the product reported. The product sample consisted of a mahurkar dual lumen straight shaft catheter kit w/straight extensions, 13.5 fr x 13.5 cm containing the catheter, an introducer needle, a marked guidewire, a dilator (10 fr) and a dilator (12 fr). However, a blue palindrome adapter was received. The adapter was not attached to the catheter. After a visual inspection was performed, the blue adapter had a crack on the thread pitch area. The instructions for use state that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The device was in use for three months. The device was more likely damaged during use. The most probable root cause can be due to over tightening of the adapter. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the joint of catheter was cracked and there was errhysis outward. Catheter was in the patient 3 months. Patient involved without injury. The catheter will be returned for investigation.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.